Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The caller reported that the insulin pump was not delivering insulin. The customer had woken up to a high blood glucose level of 432 mg/dl. The customer was treated with manual injection. They had not been receiving insulin during the night and did not hear the insulin pump alarm since it was on vibrate. The customer¿s blood glucose level during the incident was 484 mg/dl. The customer¿s current blood glucose level was 440 mg/dl. Troubleshooting was performed. The device will not be returned for analysis.